Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet displayed a restart error associated with an alert indicating a consecutive motor stall, and the error recurred after each restart leading to a device replacement and return of the original unit. Symptoms included hyperglycemia. Outcomes included temporary interruption of insulin delivery and the need for replacement of the device. Investigation included review of the reported alarm history and device performance related to the motor function. Investigation of this case revealed a device malfunction consistent with a stalled motor within the ilet pump assembly. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction of the motor system.